Event description:
Cadd prizm pump started around 12:45 and pump read error around 7:00 pm. This is a brand new pump that had never been used before. Rptr had same problem with another prizm pump prior to being released to pt.